Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately low. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged inaccuracy began on (B)(6) 2010. The patient claimed she felt the subject meter was reading inaccurately when she was experiencing symptoms of a low blood glucose. The patient reported that at least 4-5 times a week (at approximately 2am) she wakes up feeling "clammy, sweaty and nauseous". The patient claimed that for the past several months she is continuously obtaining the same blood glucose reading of "34 mg/dl" when she tests in response to the symptoms. The patient stated she does not feel that her blood glucose is always that low and claimed she feels that on multiple occasions (dates/times not provided) due to "over treating" herself with carbohydrates in response to the result of "34 mg/dl" she developed a high blood glucose. The patient stated that 4 or 5 hours after treating herself for the low blood glucose she wakes up with a blood glucose in the "400 mg/dl" range and feeling extremely thirsty, has an intense urge to urinate, and has "difficulty opening eyes". The patient reported she treats her high blood glucose with novolog insulin (adjusts based on correction factor) and confirmed she feels better afterwards. At the time of the follow-up call, the patient claimed she is a brittle diabetic and tests anywhere from 8-14 times a day and manages her diabetes with a set dose of lantus insulin and administers novolog insulin (based on a sliding scale) for meals. The patient contributed her low blood glucose readings due to being very active during the evenings. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the subject meter or test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k021819. The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.